Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated valproic acid results on one patient. The results provided were: current = 566ug/ml / 2016 = 2.0ug/ml or less / 2015 = 52ug/ml. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
Evaluation of complaint data for the architect valproic acid (ln 1p35) assay determined that there is normal complaint activity and no trends for the reported issue. Historical performance of ivalproic acid reagent lots was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for all the reagent lots are within the established control limits. A review of labeling was found to adequately address the issue. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.